Event description:
Medtronic received a report that a 10 wire was used, but the wire did not come out from the marathon catheter tip, so the wire protruded around 10 cm from the distal region, so it was replaced with the same device. It was reported catheter perforation occurred in the distal shaft. There was no resistance when passing the guidewire/stylet. There were no kinks on the guidewire, coil, or stylet. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.